Event description:
Customer reported receiving a failed battery test alarm on the insulin pump. Customer stated that the battery contacts were damaged. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.